Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn# (B)(4) failed a pulse lead hi-pot test and te recognition test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn #(B)(4) has been completed. Upon evaluation the electrode belt failed a pulse lead hi-pot and te recognition tests. The cause for the test failures was isolated to an open pulse wire in the distribution node (dn) to ECG b cable. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any problems.